Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial (B)(4), implanted: (B)(6) 2016, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot (B)(4), ubd: 04-aug-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-apr-24 regarding a patient receiving dilaudid (1.0 mcg/ml at 0.3997 mcg/day) and bupivacaine (30.0 mg/ml at 11.992 mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and post-lumbar laminectomy syndrome. It was reported that on (B)(6) 2016, the patient reported uncontrolled pain despite multiple intrathecal (it) dose adjustments since implant. The it rate was increased and they discussed changing the concentrations of medications. On (B)(6) 2016 and (B)(6) 2016, the it rate was increased. On (B)(6) 2017 the patient reported lack of pain relief with personal therapy manager (ptm) activations. On (B)(6) 2017, the pump was refilled and clonidine was added to the concentrations of medications. On (B)(6) 2017, following the removal of clonidine from the pump secondary to intolerable side effects without improvement in the pain, the it rate was increased. On (B)(6) 2017, the it rate was increased. On (B)(6) 2017, the maximum ptm activations were increased, and catheter repositioning was discussed. On (B)(6) 2017, they considered adding baclofen. On (B)(6) 2017, the catheter was replaced with retention of the existing spinal segment. On (B)(6) 2017, the patient reported some improved pain relief, and the it rate was increased. On (B)(6) 2017, the it rate was increased. On (B)(6) 2017, the event was resolved without sequelae. The programming date from the most recent refill prior to the event was (B)(6) 2016 at 11:31. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure. The event was possibly related to the drug and an increase in dose was a possible contributing factor. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the exact cause of the uncontrolled pain despite dose increases was not determined.